Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that a low voltage alert was recorded. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level upon receipt in the laboratory (2.7 volts) was sufficient to ensure therapy availability/delivery while the device was implanted.

Event description:
The device was later returned and analysis conducted.

Manufacturer narrative:
Following return and analysis, this event will be further updated.

Event description:
Subsequent information has confirmed this device was explanted and is intended to be returned for analysis. No adverse effects were reported during the replacement procedure.

Manufacturer narrative:
Following confirmation of explant, this event will be further updated.

Event description:
Boston scientific received information that a request was made for data analysis, as the device recorded fault code 1003, indicative of battery voltage too low for the projected remaining capacity. Device replacement has been recommended. No reported adverse patient effects and to date, the device remains implanted and in service.